Manufacturer narrative:
Inconsistent pressures were reported . The failure occurred during treatment and the cardiohelp was exchanged. During service date it was detected, that the connection cable for disposables was worn, but does not lead to any inconsistent pressures. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-04. The connection cable for disposables was replaced. The pressure failure could not be reproduced by the fst, but it could be confirmed, that the cable was worn. The fst performed safety, calibration, and functionality checks to factory specifications. The hls set is not available for investigation. The log files does not show any malfunction on the reported date of event: 2023-01-04. Further, it was confirmed by fst that the worn cable does not have any influences of the pressure readings. The root cause for the worn cable could be traced back to a mechanical age related material fatigue. (Manufacture date: 2015-09-08). Moreover, no root cause for the reported "inconsistent pressures" failure could be identified. However, according to the risk file v24 of the cardiohelp device (dms# (B)(4)) the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up), disturbed (emi) pressure sensor, connection of non-compatible sensor, response time is too long, external pressure sensor cannot be plugged, too high / low atmospheric pressure. Based on the results the reported failure "inconsistent pressures " could not be confirmed, but the failure "frayed hls cable" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The connection cable for disposables was replaced. The failure could not be reproduced by the fst, but it could be confirmed, that the cable was worn. The fst performed safety, calibration, and functionality checks to factory specifications. A follow up will submitted when additional information become available.

Event description:
Inconsistent pressures were reported during treatment and the cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).